Event description:
Rv shock impedance has trended >150 ohms since (B)(6) 2022. The rv threshold has been variable since implant, but had trended up in the last month. Pacing impedance and sensing have trended down since (B)(6) 2023. Patient will be brought in for evaluation. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.